Event description:
Clip applier jammed during surgery. The clip applier was mis-firing, resulting in 2 clips firing at once causing the device to jam. A new clip applier was obtained, and the procedure was completed as planned with no delay and no harm to the patient.